Manufacturer narrative:
This report is submitted on october 8, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, it was reported that the patient experienced infection at the abutment site and was subsequently treated with oral antibiotics (date and duration not reported); however the issue could not be resolved. Revision surgery is scheduled but it is unknown if this has occurred as of the date of this report.